Event description:
Reporter indicated that the pt was traveling in recent months and was subjected to a security check with a metal-detecting wand. After the wand was passed over the device, the device was reportedly activated and the pt had a seizure and became very ill.